Manufacturer narrative:
The complaint for valve function/performance - valve interacts with conduction system was confirmed with other empirical evidence via medical article provided. The device history record review was completed. This device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint events were identified. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. The valve's anchoring mechanism relies on radial force and septal contact, which may contribute to conduction disturbances. Additional risks include mechanical trauma from the guidewire or delivery system during deployment. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Event description:
As reported by the edwards lifesciences affiliate in germany, the journal article "leadless pacemaker implantation after tricuspid valve replacement" reported of an 87 year old woman presented to the hospital with dizziness and nausea as she developed symptomatic bradycardia atrial fibrillation 3 months after transcatheter tricuspid valve replacement with an evoque prosthesis. Given the patient's age and comorbidities, an leadless pacemaker (lpm) was implanted via right jugular vein approach, chosen because of the orientation of the prosthesis. During the first attempt, the pacemaker's helix became entangled in the valve frame despite the use of a protective sleeve. The device was safely retrieved, and a second attempt with a new lpm was successful. Post implantation imaging confirmed no structural damage to the tricuspid prothesis. The patient was discharged in stable condition, with resolution of brady arrhythmic symptoms. At a 30 day follow up, the pacing parameters and transvalvular gradient remained stable, and no new significant regurgitation was noted.

Manufacturer narrative:
B3: date of event: approximately october 2024. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.